Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using fiasp insulin, and wearing the cartridge for over 3 days. Tandem clinical support informed customer that using fiasp insulin, and wearing the cartridge for over 3 days, is off label per the user guide. Customer resumed insulin therapy on the pump. There was no reported adverse impact.